Event description:
As reported through the lvis pas clinical study: after completion of the procedure, as the patient was leaving the room, the rn noted left arm weakness. Patient was brought back for a diagnostic angiography to rule out stroke. The event was adjudicated as study device related. Event summary: subject who had just completed the stent assisted coiling of right middle cerebral artery aneurysm was noted to have new onset left arm weakness. Subject was brought back for an emergency diagnostic angiography which showed new thrombus in the right middle cerebral artery inferior m2 division adjacent to the stent. The thrombus is non-occlusive, consistent with the patient's stroke symptoms. It was treated with intra-arterial infusion of thrombolytic in the right mca inferior m2. Subject reported return of normal left-hand strength. Imaging obtained after infusion for thrombolysis continues to show a partial filling defect in the inferior right mca m2 division, but the distal flow has returned to normal.

Manufacturer narrative:
A detailed medical review of the provided procedure notes revealed that the patient received right middle cerebral artery super selective catheterization for stent assisted coil embolization. Stent position was confirmed by angiography and data reviewed indicates successful aneurysm embolization with stent coverage of both domes. It was reported that after the procedure, the patient was experiencing left arm weakness. The patient was immediately brought back for diagnostic angiography to rule out stroke diagnosis. Operative physician proceeded with infusion with thrombolytic for ten minutes into the right internal carotid artery. Follow-up angiography was performed and significant improvement of flow in the right mca inferior m2 was reported with patient reporting return of normal left-hand strength upon examination. Based on the review of available data, the patient was experiencing left arm weakness and the relationship to the lvis device cannot be ruled out. However, no device malfunction was reported and/or no device malfunction was reported as the cause of the event. Without the return and physical evaluation of the device, the investigation cannot further examine if a condition existed that would have contributed to the reported event. The product code in section d should be nje, however, that is not an available option in the system. Thus, the product code qca was selected as it is a similar code. This study is ongoing and device/procedure relatedness determinations can be re-adjudicated by independent reviewers/physicians. The study device and study procedure relatedness can change as a result of these reviews. Microvention is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by microvention, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Microvention has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, microvention, or its employees that the device, microvention, or its employees caused or contributed to the event described in the report. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report.